Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that after the set change, their bgs began to elevate. It was indicated that the customer did not follow the two hbg rule. According to the md, the cause of the event was hbgs. The customer stated that the batteries have been out of the pump for a week and was currently off the pump.